Manufacturer narrative:
Device evaluated by manufacturer:initial condition: the rotawire returned inside of the related rotablator plus device. The rotawire was able to be removed from the rotablator plus device with no resistance or issues. There are numerous kinks along the body of the rotawire and the floppy tip is stretched. Dimensional inspection of the outer diameter of the middle and proximal sections of the device found the device within specification. Dimensional inspection of the overall length and distal tip outer diameter was unable to be performed due to the stretched tip.

Event description:
It was reported that the burr and the wire became stuck together in the lesion. A 1.25mm rotablator rotalink plus and a rotawire were selected for use for a rotablation procedure in the mildly calcified and not tortuous coronary lesion. After the rotablation procedure was completed, the burr became stuck on the lesion. The device stalled and the physician was unable to active the dynaglide mode. The rotablator rotalink plus catheter and the rotawire were removed from the lesion by pulling the entire system back together. It was noted that the rotablator rotalink plus catheter was difficult to remove from the rotawire . The procedure was successfully completed with this device. There were no patient complications reported. The patient's status post procedure was okay.

Event description:
It was reported that the burr and the wire became stuck together in the lesion. A 1.25mm rotablator rotalink plus and a rotawire were selected for use for a rotablation procedure in the mildly calcified and not tortuous coronary lesion. After the rotablation procedure was completed, the burr became stuck on the lesion. The device stalled and the physician was unable to active the dynaglide mode. The rotablator rotalink plus catheter and the rotawire were removed from the lesion by pulling the entire system back together. It was noted that the rotablator rotalink plus catheter was difficult to remove from the rotawire . The procedure was successfully completed with this device. There were no patient complications reported. The patient's status post procedure was okay.